Event description:
A customer observed imprecise phbr quality control results while using the vitros 5,1 analyzer. There was no report of affected patient samples at the time of the event. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds with ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that imprecise phbr results were occurring. An ocd field engineer investigated and a missing spring was replaced in the immunowash module of the vitros 5,1 chemistry system. Following service, the issue was resolved and expected results were obtained. There was no allegation of patient harm as a result of this event. The root cause of the event was instrument related.